Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after mapping through the faradrive with a pentaray, the pentaray was removed from the faradrive. During the aspiration hissing sound was heard from the valve and the continuously air ingress was seen. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed. It was further reported that the faradrive dilator, versacross pigtail wire, and pentaray had been inside the sheath prior to, and or at the time, the air was observed. No fluid leak or air in patient was seen. A pressure bag was used for irrigation.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after mapping through the faradrive with a pentaray, the pentaray was removed from the faradrive. During the aspiration hissing sound was heard from the valve and the continuously air ingress was seen. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.